Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All buttons functioned properly, and no button error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer fell on his insulin pump and now it is reading button error. Caller stated that her husband had a hypoglycemic attack. Customer's blood glucose was 29 mg/dl at the time of the incident. Customer received a shot and liquids from the paramedics. Customer's current blood glucose is 60 mg/dl. Customer stated that troubleshooting was not necessary for the low blood glucose because it was a result of no longer using the sensor. Caller stated that her husband did not go to the hospital after the paramedics left. Caller was advised to keep an eye on her husband for the next 4 hours. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.